Event description:
The user reported that saline solution for flush was leaking out of the valve of the flexcath sheath. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported leak was confirmed through testing. The insertion of a catheter through the sheath shows air ingress during aspiration. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.